Event description:
It was reported that during an in service performed by a getinge service territory manager (stm) that upon powering up the cardiosave intra-aortic balloon pump (iabp) displayed a visual message of "no battery back up detected". The iabp is plugged in, however the batteries do not appear to be maintaining a charge. The stm advised the customers that it appears the batteries were manufactured in 2016 per the bar code and that the batteries are due for replacement every 4 years. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The getinge representative that discovered the issue requested the relevant getinge department to send a quote for two new batteries to the customer. However, getinge service was not requested by the customer in connection with this event. Subsequently, good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event, and no response has been received. If additional information is provided, we will submit a supplemental report.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that during an in service performed by a getinge service territory manager (stm) that upon powering up the cardiosave intra-aortic balloon pump (iabp) displayed a visual message of "no battery back up detected". The iabp is plugged in, however the batteries do not appear to be maintaining a charge. Battery bar code for both batteries is (B)(6). The stm advised the customers that it appears the batteries were manufactured in 2016 per the bar code and that the batteries are due for replacement every 4 years. There was no patient involvement, thus no adverse event was reported.